Manufacturer narrative:
The involved devices were tested onsite by a spacelabs field service engineer and operated to specifications. Patient retrospective data from 12:22 on (B)(4) 2014 to 19:00 on (B)(4) 2014 was evaluated by a spacelabs software engineer and a cardiologist. Analysis of the event time confirmed an obvious rhythm change starting at 14:47:39 on (B)(4) 2014. The art (arterial blood pressure) waveform shows compromised perfusion accompanying the rhythm change. At 14:47:54, the rhythm converted to atrial flutter from atrial fib and the atrial flutter continued until 14:50:31. The cardiologist concluded that the patient¿s rhythm, which had been identified by the customer as vtach, was actually atrial flutter. The monitor does not alarm for atrial flutter. Since this was not an episode of vtach, there was no vtach alarm generated. There was an alarm for tachycardia (non-ventricular, fast heart rate) when alarm limits were generated by the patient. This supplemental report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor model 91393 with command module model 91496, failed to alarm for ventricular tachycardia (vtach) at 14:47 on (B)(6) 2014. The monitor did alarm for tachycardia.

Event description:
Spacelabs received a report that a patient monitor, model 91393, failed to alarm for ventricular tachycardia (v-tac). The monitor did alarm due to tachycardia.

Manufacturer narrative:
A spacelabs field service engineer (fse) investigated the reported event onsite. We are waiting to receive more information from the fse. Spacelabs is also evaluating the patient's retrospective data. The investigation is underway. We will file a supplemental report when our investigation is concluded.